Manufacturer narrative:
(B)(4). This report is for system error 2240, where the heater bag was not connected tightly enough to the heater line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). It was unknown when the alarm had occurred. The caregiver (cg) stated that the heater bag was not connected tightly enough to the heater line, and a leak occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.